Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported via medwatch mw5168818: study no: (B)(4). Clinical adverse event received for left knee mild swelling. Device and procedure (relatedness). Device related: not related. Procedure related: possibly. This report reflects information received by FDA in the form of a notification per 803.22.